Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, including a high around 400 mg/dl after inserting a new infusion site before work and a subsequent overnight low after changing supplies; the user attributed the issue to a suspected infusion set problem or site location and switched from the leg to the abdomen, and the ilet issued high and low alerts. Symptoms included polyuria, headache, malaise, and irritability. Outcomes included self-management with oral carbohydrate (gatorade) and resolution without hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the cause of the hyperglycemia and subsequent hypoglycemia was unclear, with a suspected infusion set or site issue, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.